Event description:
While attempting gallstone removed with olympus basket, basket became lodged and could not be retrieved. Pt had to undergo lithotripsy to reduce stone size to enable removal. Basket left in x 4 days to decrease swelling to facilitate removal.